Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion event involving heparin. There was patient involvement, but the outcome is unknown. Bd received additional information through due diligence attempts. It was reported that the patient was started on heparin IV infusion 100ml bag at 1557 on (B)(6) 2025 at 15 units/kg/hr. At a rate of 11.9ml/hr. Using bd alaris pump infusion set ref 2420-0007 and pump module. There were no other infusions running. At 1931, clinician "handoff" occurred, and pump was checked, and it was running at 15 units/kg/hr. At 2120, the clinician went to check on patient to use bedside commode and noticed that the heparin bag was empty, so they obtained another bag of heparin, hung at 2126 at 15units/kg/hr. And witnessed by the charge nurse. At 2227, blood was drawn for activated partial thromboplastin time (aptt) level. At 2330, the clinician came to the room to help the patient and noticed the heparin bag was almost empty. The provider was notified after heparin infusion was stopped at 2327 when the clinician realized that only 24ml of heparin should have been infused at the time, but the bag was found almost empty. Upon learning the result of aptt level that it was greater than 130, the provider notified the staff to transfer the patient to a higher level of care. Per report, the patient was symptomatic with blood-tinged sputum. The device was sequestered, and the patient was transferred to intensive care unit on (B)(6) 2025 at 0240. It was reported that the patient had pulseless electrical activity (pea) with "unknown etiology" on (B)(6) 2025 at 0405. The customer reported that the "pulse was regained". Per report, the patient was discharged on (B)(6) 2025.

Event description:
It was reported an over infusion event involving heparin. There was patient involvement, had serious impact. Bd received additional information through due diligence attempts. It was reported that the patient was started on heparin IV infusion 100ml bag at 1557 on (B)(6) 2025 at 15 units/kg/hr. At a rate of 11.9ml/hr. Using bd alaris pump infusion set ref (B)(4) and pump module. There were no other infusions running. At 1931, clinician "handoff" occurred, and pump was checked, and it was running at 15 units/kg/hr. At 2120, the clinician went to check on patient to use bedside commode and noticed that the heparin bag was empty, so they obtained another bag of heparin, hung at 2126 at 15units/kg/hr. And witnessed by the charge nurse. At 2227, blood was drawn for activated partial thromboplastin time (aptt) level. At 2330, the clinician came to the room to help the patient and noticed the heparin bag was almost empty. The provider was notified after heparin infusion was stopped at 2327 when the clinician realized that only 24ml of heparin should have been infused at the time, but the bag was found almost empty. Upon learning the result of aptt level that it was greater than 130, the provider notified the staff to transfer the patient to a higher level of care. Per report, the patient was symptomatic with blood-tinged sputum. The device was sequestered, and the patient was transferred to intensive care unit on (B)(6) 2025 at 0240. It was reported that the patient had pulseless electrical activity (pea) with "unknown etiology" on (B)(6) 2025 at 0405. The customer reported that the "pulse was regained". Per report, the patient was discharged on (B)(6) 2025. Bd received additional information through maude medwatch form, "the patient was started on a heparin drip for management. After running through heparin bags quickly, it was noted that she inadvertently received a total of 50k units of heparin. The error is attributed to an issue with the pump platen. In essence, the platen upper hinge broke creating an excessive flow of heparin. The patient was upgraded to the ICU [intensive care unit] for hemodynamic monitoring, and for protamine reversal. The patient was hemodynamically stable and not in distress. However, the patient experienced a subsequent pea [pulseless electrical activity] arrest and rosc [return of spontaneous circulation] with 1 round of compressions and one dose of epinephrine. The likely etiology was secondary to a significant vasovagal response when the patient stood up and not the heparin overdose. However, the hospital conducted a root cause analysis given the mechanical breakdown of the pump causing the medication misadministration. Based on an internal human factors analysis, the infusion pump design did not meet expected usability heuristic guidelines contributing to unacceptable risk and potentially catastrophic patient outcomes. The infusion pump lacks sufficient error prevention both in the channel door hardware design and sensor software design. First, the channel door was still able to close despite the top hinge post being sheared off, which did not indicate a set-up error to the user. Second, the infusion pump could be started with no error prevention to proactively sense and notify the user of a set-up malfunction. Once the infusion pump was started, no feedback was provided to the user to indicate the device malfunction, which contributed to the free flow of medication instead of the intended correctly programmed rate."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: date of event, describe event or problem, concomitant med prod data, FDA notified? Additional information: report source, report source other, device eval by manufacturer?, device manufacture date, imdrf annex a, b, c, d, g codes, remedial action required, remedial action #, related report number grid and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary - the reported issue of over infusion of heparin was confirmed and replicated through laboratory testing and has been attributed to a broken upper hinge post on the platen assembly. The inspection process revealed that the platen assembly (date code 9/17, september 2017) was broken at the upper hinge post and separated from the retainer. This damage compromised the component¿s stability and orientation, making it difficult to close the device¿s door latch and interfere with proper door operation. This condition was confirmed to be a contributing factor in the reported over-infusion of heparin. The suspect pump module (s/n: (B)(6)) underwent unregulated flow testing at infusion rates of 0.1 ml/h and 1 ml/h. During the second trial at 1 ml/h, the device exhibited unregulated flow with a calculated error of (B)(4). Testing at higher rates (10, 100, and 999 ml/h) was not required. Due to the observed broken platen, a known-good platen was temporarily installed for further testing. With the replacement platen, no unregulated flow was observed. Timed rate accuracy testing was performed at the incident infusion rate of 11.9 ml/h, in accordance with procedure 1503-001-006-swi. The device passed with an error of -0.84%, and no unregulated flow was observed. The incident administration set was returned for this investigation, testing confirmed the set had no anomalies or malfunctions. The facility reported an over-infusion incident involving a heparin infusion on 31may2025. The infusion was programmed as weight-based at 3:56 pm using guardrails drugs. The drug programmed was confirmed to be heparin (drug ID 345), with a rate of 11.91 ml/h, a volume to be infused (vtbi) of 250 ml, and a system weight of 79.4 kg. The infusion commenced at 3:57 pm and continued until 11:27 pm. The system was powered off at 11:27 pm and the total volume infused (tvi) during the event was 140.558 ml. Review of the pcu error log showed there was no error logs available related to the reported event; review of the pump module error log did not report any errors recorded on the reported event date. Root cause the root cause of the reported over-infusion of heparin was identified and confirmed to be a broken upper hinge post on the platen assembly. The probable cause of the hinge post breakage is suspected to be a misuse event, such as forcefully closing the door with an external object lodged between the platen and bezel, or mishandling of the device (e.g., dropping it). Such actions can subject these components to excessive force, leading to cracking or breakage. Note that this report lists imdrf annex a1801, g04037, g04067, g02017 , c07 , d15, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.